Event description:
It was reported that the healthcare professional (hcp) planned on performing a pocket revision on the patient¿s implantable neurostimulator (ins) where it will be moved to a different location although it was unsure why. It was also ¿unsure¿ when the patient had started noticing a problem as to where the ins was implanted although the hcp¿s notes indicating the problem began on (B)(6) 2014. There were no further details, interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger. (B)(4).